Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Unrelated to the original complaint, the display screen was dim, faded, and discolored. Additionally, the keypad cover was peeling up at the base. The keypad buttons responded appropriately during testing. The keypad cover was removed and evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.